Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed an intermittent valve issues causing cuvettes to overflow. Fse replaced the wash tower manifold assembly to resolve the issue. (B)(4).

Event description:
The customer reported that the cuvette wash station was not draining fluid from the cuvettes causing the cuvettes to overflow on their unicel dxc 660i synchron clinical chemistry system. There were ten milliliters of wash station fluid flooded in the reaction wheel and contained to the reaction wheel. The operator wore a lab coat, gloves and eye protection while operating the instrument. No one was injured. No erroneous results were generated.